Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000281951 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the inside plate of the vasoview hemopro jaws separated during the procedure. No parts were left inside the patient and no harm came to the patient, we resumed by opening another set and continued to complete harvesting.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the inside plate of the vasoview hemopro jaws separated during the procedure. Nothing fell into the patient. The jaws were completely closed during insertion of the tool into the cannula. No resistance was noted on insertion. They resumed by opening another set and continued to complete harvesting. There was no procedural delay. No harm came to the patient.